Event description:
User received discrepant ckmb and myoglobin results. Patient 1, initial ckmb result 1.75 ng/ml, repeat 3.50 ng/ml. Initial myoglobin result <21.00 ng/ml, repeat 25.75 ng/ml. Erroneous results were not reported. Field service representative determined there was a problem with the pmt hv and performed an adjustment. Performance tests were performed which were within specification.

Event description:
User received discrepant ckmb and myoglobin results. Patient 2, initial ckmb result <0.100 ng/ml, repeat 2.89 ng/ml. Initial myoglobin result <21.00 ng/ml, repeat 24.24 ng/ml. Erroneous results were not reported. Field service representative determined there was a problem with the pmt hv and performed an adjustment. Performance tests were performed which were within specification.